Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events before it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were also advised to call back if any issues returned, which the customer acknowledged and understood.